Event description:
During follow-up, premature battery depletion was suspected. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
No conclusion code available. The field event of premature battery depletion was verified in the laboratory. Sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock impedance were tested, and the device¿s function was normal. No high current drain sources were found throughout bench and stress testing. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.